Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range right ventricular (rv) lead shock impedance measurements. The patient was transferred from praxis dr. (B)(6) to university of (B)(6) for further evaluation. No adverse patient effects were reported. Additional information received indicates that lead impedance shock testing was performed and the shock impedances were within normal limits. The patient will be monitored.